Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was frozen. A technical support specialist remoted into the cabinet and found it frozen; attempts to close the application via task manager and reboot via remote support service (rss) were unsuccessful. Customer then unplugged the cabinet for several minutes, and upon reconnecting it began running windows updates, after which the system was expected to return to normal operation. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the application frozen. The customer attempted to close out the application via task manager and tried rebooted the device and unplugged and replugged the cable but still issue persist. There were no delay, no adverse events or injuries reported based on this event.